Manufacturer narrative:
The customer reports that the cns (central monitoring system) is not powering on. The customer changed the power supply and cables but it did not fix the issue. A loaner was sent to the customer. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The mother board was the cause of the issue. The mother board is currently out of stock. Once in stock, the mother board will be replaced and the repaired device will be sent back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) is not powering on. The customer changed the power supply and cables but it did not fix the issue. A loaner is being sent to the customer.